Event description:
The report received indicated that during the procedure, the wire was in place, the pigtail was advanced over the wire then whilst puling back over the wire the end of the pigtail catheter came off. The end of pigtail was retrieved from pt successfully without harm.

Manufacturer narrative:
The product is available for eval; however, as of to date, it has not been returned. Add'l info will be submitted within 30 days upon receipt.